Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and death; however, no details have been provided. No medical records, autopsy, or death certificate have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol bard flat mesh (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) and an unspecified bard/davol marlex (device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel (device #1) and marlex (device #2). As reported, the attorney alleges wrongful death, the product is defective and that the patient experienced emotional distress.